Event description:
The customer contact reported a delay of critical therapy during an alarm condition. On an unspecified date, the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. On an unspecified date, the device sounded an audible alarm tone. During the alarm condition, the nurse noted the pt's "blood pressure drop from 102 to 68". The device was removed from clinical service. Therapy was resumed using a replacement device. There were no medical interventions reported. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing. The pump history was downloaded and printed at the manufacturing facility. The customer did not provide an event date; therefore, the history cannot be utilized to evaluate the reported event.